Event description:
During a remote follow-up, post-sensed t-wave (pstwos) oversensing episodes were observed on the device. Technical services was contacted and provide reprogramming recommendations. No intervention has been performed. The patient is stable.